Manufacturer narrative:
The subject product has not being returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
Procedure: open parastomal hernia repair. It was reported that the pt had a severe long lasting mesh infection with severe bowel adhesions to eptfe layer. Mesh removed in 2006.